Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error occurred. There was no impact to the customer's blood glucose level. It was indicated that the current pump would continue to be used for diabetes management until the replacement pump is received.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was found.